Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that, on an unknown date in (B)(6) 2013, patient underwent cervical fusion using rhbmp-2. On an unknown date post-op, patient alleged bone over growth in cervical region. . Patient alleged horrendous pain and lack of movement.